Event description:
The customer's wife reported that the customer was hospitalized for high blood glucose levels. The wife reported a blood glucose reading of 167 mg/dl at the time of the call. The customer changed the reservoir the night prior to the event. However the customer did not change the infusion set. The last infusion set change was three days prior to being hospitalized. The wife was not familiar with the insulin pump, therefore no troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.